Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the end of the drill fell off during a standard endoscopic sinus procedure. The procedure was completed with a back-up device. There was no patient impact or injury.